Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilatation procedure performed on (B)(6) 2024. During the procedure, after inflating the ballon to 8 atm during the dilatation, the technician was not able to fully deflate the balloon. They had to remove the endoscope and cut the balloon from the tip of the scope to remove the device. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.